Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and found hissing sound coming from galvos along with y1 galvo error registered in the error log. While performing centration found that the laser beam was intermittently unstable. Replaced the galvo block to correct laser beam instability, calibrated and tested system. Laser beam instability issue resolved. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that right eye was done without complication. Surgeon proceeded with left eye and 2 seconds left on the treatment surgeon noticed ''something''. No suction loss observed. The procedure ended and surgeon proceed to lift flap. There was some difficulty in lifting the flap but then surgeon noticed that there was no sidecut made between 12 and 3 o'clock. Surgeon decided to stop lifting the flap and repositioned it back in place. He also decided to not proceed with the excimer treatment and re-schedule the patient for a photorefractive keratectomy procedure. At 1 day post op no loss of best corrected visual acuity was observed.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows a mechanical problem. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There is not a recognizable adverse trend based on the trend review and risk evaluation. Equipment labeling was reviewed and no action is required. There was no product deficiency identified. Return product testing was completed on galvo block part that was returned from this complaint we were unable to duplicate the problem mentioned from the field. The galvo was turned on and off a number of times to check if the problem has intermittent character then run for two hours. All pertinent information available to abbott medical optics has been submitted.